Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable root cause is a pump error has been detected. The pump can no longer apply therapy. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that the pico 7 set was started on (B)(6) 2020; but a nurse from the clinic informed that all the pico 7 unit indicator lights lighted up at the same time on (B)(6) 2020, after approximately 24 hours. The treatment continued with a back-up set with no delay. No patient harm reported.